Event description:
It was reported that the pulse generator could not be interrogated after the patient underwent radiation treatment. The device was in backup vvi operation. After a device software download, normal function resumed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).